Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after changing an infusion set and loading a new cartridge, the patient experienced hyperglycemia and noted insulin odor from the ilet, and troubleshooting identified user error in cartridge loading that led to leakage and interrupted insulin delivery; education on proper cartridge and infusion set change was provided and therapy was resumed. Symptoms included elevated blood glucose with a reported peak of 278 mg/dl over about 10 hours. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included customer interview, device use history review, and troubleshooting with user education. Investigation of this case revealed improper cartridge loading that resulted in insulin leakage and under-delivery. It was concluded that the event was due to user error, the device operated as designed once properly set up, and no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.